Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported to the emergency room due to a vibratory alert form his device. It was noted upon interrogation that the device was in backup vvi mode. A device download and reset was completed successfully. The patient was discharged.